Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine hard disk drive and control pcb were evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed a cine disk error and exhibited a non-recoverable loss of cine functionality. No patient serious injury or death was reported related to this event.